Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or leak, or to determine their root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula appeared to have retracted after more than 48 hours of pod wear, resulting in blood glucose levels increasing to 360 mg/dl. Upon removal of the pod, the patient reported that the pink slide appeared to have advanced, but the cannula was not visible. It was further noted that there was condensation observed inside the pod through the viewing window. The patient applied a new pod and successfully resumed therapy.